Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a generator change when the competitor lead was not fitting into the new implantable cardioverter defibrillator (ICD) header. The physician stated that the competitor lead seemed swollen and decided to try another new ICD of the same model. The physician was again having the same difficulty but this time the physician was able to get the competitor lead into the header of the second new device. The second ICD remains in use. No patient complications have been reported as a result of this event.